Event description:
It was reported that the patient had an MRI over a month ago (~4 weeks ago). It was noted that the pump had "beeped" back then, and it was assumed that the pump was not working because of the "beep." The call was to see if the pump would hurt the patient from now until they had it removed. The pump was not alarming at the time of this call. A neurosurgeon and date was lined up for the device removal, but it was mentioned that none of that information would be shared with the device manufacture. The reporter noted that they were not informed of all the issues that could arise to remove a pump, but specifics about what issues specifically were not given. The drug that was used via the device system was unknown. The patient intervention remained unknown at the time of this event; if additional information is received this report will be updated.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j0058151r, implanted: (B)(6) 2001, product type: catheter. (B)(4).